Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump stopped insulin delivery. As the customer and pump were not with the contact when tandem technical support was telephoned, troubleshooting to determine a possible cause of the reported issue was unable to be performed. There was no reported impact to the customer's blood glucose level. The contact indicated that the customer had a backup method to manage diabetes. Although requested, no additional information was received.